Manufacturer narrative:
(B)(4). The iol remains implanted unexpected post-operative refraction. Placeholder.

Event description:
We received a report from our office in the (B)(6) that a patient experienced a ''refractive surprise'' after being implanted with a possibly recalled z9002 intraocular lens. No other information was available.